Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a electrocautery procedure in which a magnet was used over the implantable cardioverter defibrillator (ICD) to suspend detections a lead integrity alert (lia) triggered for high-rate non-sustained episodes and short ventricular-to-ventricular occurrences. An interrogation confirmed that the noted episodes aligned with the time of the cautery. The ICD remains in use. No patient complications have been reported as a result of this event.